Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was discovered that the insertion tube had suffered damage. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that he inadvertently reprocessed his olympus uretero-reno videoscope incorrectly. According to the initial reporter, the unit was steam sterilized by mistake. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device was refurbished august 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the users understanding differed from olympus recommendation in device handling and reprocessing steps. A final root cause of this event was unable to be identified. The instructions for use (IFU) mentions steam sterilization (autoclaving) as not compatible in ¿list of compatible methods validated in terms of microbiological efficacy and material durability¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.